Event description:
During a saphenous vein harvesting procedure, no c02 gas flow could be achieved through the unit. The customer reported that the case had to be converted to an open procedure after the device had reportedly failed to insufflate. The patient was last reported to be in good condition. The customer did not report any additional information to the rep.